Event description:
It was reported that a base hardware failure error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case not broken. The pump event history showed a battery communication time out, base hardware failure in error history log (ehl). The evaluation was performed, unable to duplicate the base hardware failure found at power up process. The cause of the reported issue was the interconnect board causing both base hardware failure and the battery communication timeout intermittently. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on interconnect board. The technician replaced the interconnect board and battery as preventive measure. Performed power up process and all functional tests which passed.